Manufacturer narrative:
Product analysis: the admiral xtreme was received within a zippered closure plastic pouch, and loosely coiled within a sealed sterilization pouch. The printed data on the admiral xtreme peel-off label attached to the sealed sterilization pouch is consistent with the reported event. No ancillary devices nor procedural cine images were provided for analysis. The admiral xtreme balloon catheter was received without all the balloon chamber material, distal radiopaque marker band, and distal tip. Per the reported event description, a portion of the balloon chamber remains in the patient¿s hypograstric artery. Technical analysis was able to confirm the reported event and that not all of components of the admiral xtreme balloon catheter were returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was used to treat a calcified lesion presenting more than 50% stenosis. IFU was followed. The balloon burst occurred when the balloon was inflated at 7/8 atm. A piece of the balloon had disassociated after the burst. An amplatz gooseneck snare was used to remove the fragments, but one fragment remained in the patient 's hypogastric artery with no clinical consequences. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there is no further intervention planned to remove the detached fragment from the patient or cage balloon fragment against the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the mesenteric artery using admiral xtreme pta balloon catheter. It was reported that during a mesenteric expansion procedure the balloon exploded with particle tearing. The incident resulted in an extension of intervention in order to recover the particles. There was no patient injury reported.